Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 81022ud01. A review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify any related trends. The device history review did not identify any nonconformances, potential nonconformance or deviations associated with lot 81022ud01 and the complaint issue. The overall performance of the alinity I stat high sensitive troponin I reagents in the field was reviewed using data from customers worldwide. The patient median value for lot 81022ud01 is within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot number 81022ud01, was identified.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a female patient. The sample was repeated, yielding a normal result. The following data was provided: customer¿s reference range: 0.0026 g/l. Sid (B)(6): initial result = 0.1727 g/l, repeat result = 0.002 g/l. No impact to patient management was reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08p13 that has a similar product distributed in the us, list number 04z21, alinity I stat high sensitivity troponin-I, with 510k number k202525.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result generated by the alinity I processing module for a female patient. The sample was repeated, yielding a normal result. The following data was provided: customer¿s reference range: 0.0026 g/l. Sid (B)(6): initial result = 0.1727 g/l. Repeat result = 0.002 g/l. No impact to patient management was reported.